Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis it was reported that the battery did not meet expected longevity estimates.

Event description:
It was reported that the device had possible premature battery depletion. The device was replaced. No patient complications were reported as a result of this event.